Event description:
It was reported by service report that the bed would not roll because the caster was delaminating. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The device's system board was replaced to address the issue.